Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where infusion set tubing has a plastic imbedded in the tubing on (B)(6) 2025. The infusion set was in use for one day. Blood glucose at the time of event was high and patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.